Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that back and down buttons got randomly got stuck. It was reported that the customer had to keep pushing the buttons before they started working. It was stated insulin pump was neither dropped nor exposed to moisture. It was added that the display had a scratch. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switches. No stuck button alarm noted during testing. The electrical board keypad connector was not found unlocked during visual inspection. Unable to perform displacement test or self test due to flattened button dome switches.